Event description:
It was reported that a spectrum iq pump had an air in line alarm. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, an air in line alarm was reproduced. A review of the event history log revealed an "air-in-line! " message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration ultrasonic sensor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.